Event description:
According to the information received, the defect measured about 22mm, a 24mm occluder was placed but was found to be unstable, and it was replaced with a 28mm occluder. Originally the closure with the 28mm occluder was successful; however, two (2) hours post-implant, the device had migrated and surgical retrieval of the device and repair of the defect were performed.

Manufacturer narrative:
Upon receipt of the amplatzer septal occluder, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Imaging of the procedure is being reviewed.